Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "diagnosed with implant rupture at a routine ultrasound. The diagnosis was confirmed via magnetic resonance imaging (MRI)." Affected side is unknown. The device has been explanted and replaced.